Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 3 february 2017. The representative reported that the brake signal to the motion controllers had not turned off when prompted by the users. A replacement power switching board and system control board were shipped to the medtronic representative. The representative replaced the system control board and power switching board on 6 february 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect power switching board and system control board have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while attempting to center the gantry of the imaging system for a post-operative spin, the gantry would not perform any movement when prompted by the user. Restarting the imaging system resolved the reported issue. When attempting to move the gantry out of the surgical field, motion was lost again and restarting the system did not resolve the reported issue. The site manually opened the door and removed the system from the surgical field. The site restarted the imaging system, but the gantry would not dock. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: type of procedure was spinal fusion. The power switching board was returned to the manufacturer for analysis. Reported issue was able to be duplicated. Installed power switching board in imaging system and the system readied. 2d imaging was successful. 3d spin is not functional due to brake being engaged. Motion both in acquisition and initiated by the pendant is stopped by the brake, which was on the entire time under test. The hardware investigation found that the reported event was related to a hardware issue. An electrical failure mode was found. Faulty power switching board/defective pcba.

Manufacturer narrative:
The suspect system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.